Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "3rd incident was on 8/8/2023, the same issue same material number with unknown lot- unsure of number of patients or times it happened. No patient adverse events. Original defect is needle clogged/ blocked".

Event description:
It was reported that the bd safetyglide¿ needle was blocked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "3rd incident was on (B)(6) 2023, the same issue same material number with unknown lot- unsure of number of patients or times it happened. No patient adverse events. Original defect is needle clogged/ blocked."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.